Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. Moreover, the needle¿s flag is broken as well. No information was provided regarding the when or how the flag was broken. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 6-8 times before the tip broke. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During rotator cuff repair, the needle was broken after the surgeon had passed it through the rotator cuff for 6-8 times. The broken piece was not detected by x-ray and the case was completed. There is a possibility that the broken piece was left in the patient's body. The backup device was used to complete the case. The procedure extended for 10 minutes.

Event description:
During rotator cuff repair, the needle was broken after the surgeon had passed it through the rotator cuff for 6-8 times. The broken piece was not detected by x-ray and the case was completed. There is a possibility that the broken piece was left in the patient¿s body. The backup device was used to complete the case. The procedure extended for 10 minutes.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 6-8 times before the tip broke. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.